Event description:
It was reported that the bd alaris pump module smartsite infusion set had a missing component. The following information was provided by the initial reporter: received a tubing set that was missing a part.

Manufacturer narrative:
E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of misassembly-other missing component could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2426-0007and lot# 25025363 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22feb2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.